Manufacturer narrative:
The product has been received for analysis, however analysis was not necessary.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had been implanted for 13 years, and was now no longer able to be interrogated. The determined that it was likely due to reaching end of life (eol), as the expected longevity was 9 years. The device was explanted and replaced for normal battery depletion. It was reported that there were no additional adverse patient effects.